Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the metal clip cut the patient and the patient had 23 stitches for that injury.

Event description:
It was reported that the metal clip cut the patient and the patient had 23 stitches for that injury. Per additional information received via email on (B)(6) 2021, the patient was hurt and required stitches when using the leg bag due to the change in a metal clamp instead of plastic clamp in the drainage bag. Also, stated that the complainant was unaware of the changes made in the clamp.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, e. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the metal clip cut the patient and the patient had 23 stitches for that injury. Per additional information received via email on 21jan2021 the patient was hurt and required stitches when using the leg bag due to the change in a metal clamp instead of plastic clamp in the drainage bag. Also stated that the complainant was unaware of the changes made in the clamp.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the materials of construction are not biocompatible. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1) separate notches within circles. Put straps through holes and around leg. 2) position bag on leg with flutter valve at top. 3) attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4) to empty dispoz-a-bag leg bag, pull down on white clamp lever located on outlet tubing. Important: be sure to reclose clamp after emptying bag. 5) after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.